Event description:
It was reported that several files (7-8) separated in the canal. Further information on each event has been requested, though none is available as of this report.

Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event; therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available.